Event description:
It was reported one of the locking knobs on the h112-5 bath board broke during use. Due to the instability created by the broken knob, the patient fell into the bathtub. No injuries were reportedly sustained.